Event description:
Complainant claims that anterior lip of the glenoid component broke off.

Manufacturer narrative:
The product was returned and the investigation completed. The pt reported a lump under the skin. Upon removal, it was found to be the lip of the glenoid component. The balance of the glenoid component remains implanted. Analysis of the oxidation values measured were consistent with the age of the product. The investigation was unable to determine the cause of the breakage.